Manufacturer narrative:
The fu data you provided confirmed the oversensing on the rv channel with shock delivery as reported in the complaint description. Furthermore upon receipt, the lead under complaint was found cut approximately 19 cm distal to the is-1 connector pin. Only the proximal lead fragment was received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragment. However the insulation was intact. Further inspection of the lead fragment did not show any peculiarities which might have contributed to the clinical observation of oversensing with shock delivery. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that the patient was admitted to hospital due to inappropriate shocks. Egms showed ventricular oversensing. The pacing impedance decreased from 346 ohms last follow-up to 70 ohms. The shock therapy was deactivated and the patient remains in hospital awaiting the lead revision. On 4/27/ 2017 - this lead was explanted (B)(6) 2016.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that the patient was admitted to hospital due to inappropriate shocks. Egms showed ventricular oversensing. The pacing impedance decreased from 346 ohms (last follow-up) to 70 ohms. The shock therapy was deactivated and the patient remains in hospital awaiting the lead revision.